Event description:
It was reported to philips the device failed the daily opcheck with message "shock equipment malfunction". There was no patient involvement.

Event description:
It was reported to philips the device failed the daily opcheck with message "shock equipment malfunction." The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse provided part information regarding replacement of the therapy pca and capacitor, if needed, to return the device to working condition. It was later confirmed with the customer via email that the customer replaced the therapy pca and capacitor to resolve the issue. The device remains with the customer.

Manufacturer narrative:
H3 other text : device not returned.